Event description:
It was reported that the lead exhibited noise and over sensing. The ventricular sensing was changed to 4.0 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.